Event description:
According to the reporter: the needle got stuck in the tissue and came off the driver. Another driver was used to complete the procedure and the needle was retrieved from the tissue. No ill effect to the patient occurred. The surgical time was not extended beyond 30 minutes. No tissue damage or blood loss occurred.

Manufacturer narrative:
(B)(4).